Event description:
My son, a type 1 diabetic, routinely has low blood glucose due to the volatile nature of the disease, so he wears the dexcom g7 continuous glucose monitor (cgm) to alert him and us to any problems. We always leave set to on the 'no data notification' so that we get audible alarms in the event that his cgm is no longer receiving data (which does occasionally happen). Recently, his glucose has been running lower, (and he has discussed this with his endocrinologist in order to make necessary insulin adjustments), but on this day, his glucose dropped below 40 and though the cgm temporarily stopped receiving data, unbeknownst to us, his 'no data notification' alert had reset itself to off, so no alarms were given to alert him or us of this potentially life-threatening emergency! I occasionally check in with him during sleep, and noticed other signs of low blood glucose, so that I was able to get him some juice to raise his glucose, but without these critical alarms, he could have needed medical intervention, had a seizure, or even died. Many of my friends have reported similar events wherein the 'no data notification' alarm - which we all absolutely depend on - had somehow reset themselves to off. We have used a variant of the dexcom product since 2013, and are quite confident that we use the product correctly, and that we always have that alarm enabled, so although I'm not sure what happened (an error or reset or glitch), I am deeply concerned for the safety of my son and others who use the product. Of course we will always check glucose as needed with a blood fingerstick, the dexcom is now "indicated by the FDA for use as both a standalone cgm and for integration into automated insulin dosing (aid) systems," which means it works with the patient's insulin pump to determine the correct dose of insulin and to stop delivery of insulin in order to prevent devastatingly low glucose, and to do so without the need for - in lieu of - a fingerstick. Because of this, it is vital that these monitoring systems work correctly. Thank you for your consideration.